Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "confirmed case of alcl" and "late seroma".

Event description:
Healthcare professional reported "confirmed case of alcl" and late seroma. Pathological markers confirming alcl have not been received. Device has been explanted. This relates to the left side.